Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and the probe and drip chamber were cut from the manifolds. The rfid tags were evaluated. A block reader was then used to interrogate the rfid's programmed information, which was found to have no written data or programmed information. The rfid tags on the probe were tested on all three consoles, there was no led response from the consoles. Missing components were replaced with those from labstock to continue functional testing. The cassette was then tested on a constellation console representing the current software version. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The sample passed the remaining functional and performance tests. The root cause of the customer's complaint is related to a missed assembly step in the manufacturing process of the probe assembly. The reported failure mode occurs during priming and only results in the reduction of available cut speed and does not present a risk to the patient. The returned cassette met specifications. (B)(4).

Event description:
A nurse reported that the probe did not calibrate properly; the cut rate was slow and intraocular pressure issues occurred during a vitreo-retinal procedure. No patient harm was reported. Additional information and a product sample have been requested.